Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, spins showed white lines across the posterior aspect of exam. They did not distort the anatomy but were apparent and distracting to the surgeons. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Further investigation revealed that this issue was caused by user technique as the system functioned as designed. This issue was resolved by technique adjustment. A subsequent full imaging system check-out was completed (not specific to this case) and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, spins showed white lines across the posterior aspect of exam. They did not distort the anatomy but were apparent and distracting to the surgeons. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.